Event description:
During a paroxysmal atrial fibrillation ablation procedure using a swartz braided transseptal introducer, an air embolism occurred. The physician successfully performed transseptal puncture and the swartz braided introducer was advanced into the left atrium. A non-sjm ep basket catheter was inserted into the introducer. The physician aspirated from the stop cock of the introducer and air was found to be entering the syringe. The ep basket catheter was removed and the physician aspirated again, revealing no air. The ep basket catheter was then reinserted and air was once again aspirated. The patient then experienced st elevation and complete atrioventricular block. Upon removing the catheter, both conditions resolved. No medication or treatment was required. The patient then developed paralysis that resolved after one hour. A CT and MRI were negative for stroke and the patient is in stable condition.

Manufacturer narrative:
One 8f swartz braided introducer was returned for evaluation. Visual inspection revealed no anomalies. Microscopic examination identified tearing on the distal side of the proximal seal, consistent with damage during use; however, the device did not reproduce the reported leak during catheter insertion through the hemostasis valve. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported air leak during catheter insertion remains unknown.